Event description:
It was reported that the controller exhibited a controller fault alarm and a controller failed alarm due to unknown causes. The issue was resolved by exchanging the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient spouse was awakened by the controller alarm, the controller alarm displayed "controller failed, change controller". The spouse then called the ventricular assist device (vad) coordinator and was talked through the changeout procedure. It was noted that the patient spouse had previously been trained on the changeout procedure but appeared to be to flustered to remember it when the patient collapsed. The new controller and vad were connected to two batteries and the vad immediately started up. At this point the patient was unresponsive. The patient started to groan after a couple of minutes of support being reinstituted and had fully come around by the time the paramedics had arrived after being off of support for about ten minutes. The patient was admitted to the hospital for observation and was discharged a couple days later.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection of the controller revealed contamination within both power ports. The observed contamination is an additional finding unrelated to the reported event and likely due to the handling of the device. Internal visual inspection of the controller did not reveal any anomalies. Log file analysis associated with (B)(6) revealed a controller failed alarm was logged on (B)(6) 2025 at 05:13:43. The controller failed alarm is indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The controller failed alarm was logged as a result of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time with no anomalies observed. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event was logged on 05/oct/2025 at 05:36:05. Review of (B)(6) data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 05:36:41, indicating that the controller power up event occurred during a controller exchange. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2025 at 05:36:13, indicating that the controller was powered on without the driveline connected. The alarm cleared at 05:38:17, indicating that the driveline was connected to the controller. The reported event was confirmed. Based on risk documentation and the available information, a possible root cause of the reported controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA: pr00594989 is investigating this issue. The most likely root cause of the observed controller power up event involving (B)(6) can be attributed to a controller exchange. The most likely root cause of the observed vad disconnect alarm involving (B)(6) can be attributed to the controller being powered on without the driveline cable connected. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller failed and the patient collapsed. The patient regained consciousness and was slightly disoriented after spouse changed to backup controller. The patient was brought into the emergency department by ambulance for assessment. The new backup controller was set up.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.